Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of varicose veins procedure. The exact procedure date was unknown. During the procedure, the bands were stuck. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.